Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 28-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: there were no cartridge warnings observed in the pump¿s black box history. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. There were no errors, alarms or warnings which occurred during the investigation. The product performed within specification therefore the investigation was unable to duplicate the initial ¿loss of prime¿ complaint. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Unrelated to the initial complaint, it was observed that the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.